Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that he replaced filter and the mufflers (0103-00-0631), (0103-00-0499) as well as calibrated the regulator. The unit passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
Due to character limitation for event site name in e1: (B)(6), due to character limitation for initial reporter in e1: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during operation, the cardiosave intra-aortic balloon pump (iabp) overheats. There was no patient harm reported.